Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 4 and 24 hours, the site red, irritated with a rash. The patient received a prescription of an steroid ointment.